Event description:
It was reported that on (B)(6) 2010, the patient underwent a coronary procedure with implantation of a 2.5 x 28 mm promus stent in the mid left anterior descending (lad) artery and a 2.75 x 28 mm promus stent in the proximal lad. In (B)(6) 2014, the patient expired due to unknown cause. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6). There was no reported device malfunction. Death is listed in the promus everolimus eluting coronary stent systems instructions for use, as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.